Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant human chorionic gonadotropin (hcg) result. The customer stated the instrument flagged the initial result with high absorbance error. The flagged result was released by the customer's laboratory information system (lis). The ccc suggested the customer to setup their lis not to release a result flagged with the error. Per the dimension exl 200 instrument guide, when the error is obtained "what to do: rerun the sample. If the error occurs on the rerun, it may be due to optical interference." The ccc also explained to the customer that the instrument would not automatically dilute the sample after getting the high absorbance error, if it is on the last test in the reagent well. The customer would need to hit rerun and the sample will be auto diluted. The customer care center (ccc) stated the settings on the instrument were within specifications on the day of the issue. The ccc stated the customer cleaned the windows on the instrument and the customer contacted their lis vendor to correct the settings so it does not automatically send out results with high absorbance error messages. The cause of the discordant, falsely low hcg result is unknown. The cause of the result being released to the physician was due to the laboratory information system (lis). The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The same sample was repeat on the same dimension exl instrument, resulting higher. A corrected report was provided to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant human chorionic gonadotropin result.